Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon rupture (article patient) cannot be confirmed. However, as per article when the balloon expanded against a sharp spike of calcium it burst. Of note, balloon valvuloplasty catheter balloon (bav) ruptured during inflation during the pre-implantation balloon dilation using an ascendra balloon catheter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Ahmad mustafa, m. B. (2015). Recurrent balloon rupture during transcatheter aortic valve replacement (tavr) - implication for access site choice. Heart, lung and circulation , 1-2. System updates pending: method: no testing methods performed; result: no results available since no evaluation performed; conclusion: human factors; known inherent risk of procedure.

Event description:
As reported in an article published by heart, lung and circulation, the balloon of the ascendra+ delivery system ruptured at the end of inflation. The balloon was fully transected along its width and the distorted end of the balloon could not be withdrawn into the sheath as it kept on prolapsing over the sheath necessitating the withdrawal of the whole system. Further post-dilation of the deployed valve was performed using another 26 mm tavr balloon through a second delivery sheath. This resulted in full expansion of the valve but the balloon ruptured again at the end of inflation. The patient made an uncomplicated recovery and was discharged home on the fifth post-operative day. Per article, the pre-operative gated CT-scan of his aorta showed heavy calcifications of the ascending aorta at the level of the sinotubular junction with sharp spike-like projections. The patient also had a heavily calcified and diseased right coronary artery (rca). Per article, the tavr balloon rupture is an uncommon complication; it could result when the balloon expands against a sharp spike of calcium as it was in this case.